Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a spider fx with a 7fr sheath during treatment of a 20mm calcified lesion in the patient¿s mid right common femoral artery of diameter 7mm. Moderate tortuosity and calcification reported. Lesion exhibited greater than 75% stenosis. IFU was followed. Device prepped without issue. Pre-dilation was performed. The filter had a large amount of calcified plaque inside it. On completion of the atherectomy part of the procedure, retrieval of the spider filter was attempted. The spider fx would not come through the 5fr catheter being used. The 5fr catheter was removed and then the surgeon attempted to pull the filter through the 7fr sheath. It would not come through the sheath. It became stuck and then the filter broke off from the delivery wire. This was an up and over procedure from the left side to treat the right side. The detached filter ended up in the left groin as it broke while pulling the sheath back. The surgeon pulled the sheath and used compression on the groin to gain haemostasis. The patient returned the same evening and the spider filter was removed surgically without any complication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.